Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose levels up to 400 mg/dl for several hours following a supply change. Alerts for elevated glucose were received. The user contacted technical support and was assisted with a supply change. Follow-up confirmed that glucose levels decreased.